Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. There was no button error alarm during testing, the battery was able to be removed properly, and all of the buttons functioned properly. However, corroded keypad traces were found. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a broken belt clip slot, and a cracked reservoir tube. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer was wearing the device against the skin when the alarm occurred. The customer was unable to remove the battery. The customer's blood glucose level was unknown, but was thought to be around 60 or 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.